Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ bc shielded IV catheter leaked during use. The following information was provided by the initial reporter: "IV extravasations from CT scans (20g and 22g) - december 2022 and march 2023".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
After further review, the following fields have been updated due to corrections: b.1. Adverse type: reported issue is both an adverse event and product problem b.2. Event attributed to: other b.5. Describe event or problem: it was reported that the unspecified bd insyte¿ autoguard¿ bc shielded IV catheter leaked in the patient's vein during use. No further information was provided. H.1. Type of reportable events: serious injury

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ bc shielded IV catheter leaked during use. The following information was provided by the initial reporter: "IV extravasations from CT scans (20g and 22g) - december 2022 and march 2023"